Event description:
It was reported that (1) linear cutter was used during a laparoscopic assisted vaginal hysterectomy when on the first firing a loud "crack" was heard. Surgeon could not get the jaws to open and it was stuck on the tissue. Instrument was pulled off the tissue with the jaws still in a closed position. Another linear cutter was used to complete the case. There was no consequence to the patient.